Manufacturer narrative:
This electrode was explanted and will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that an inappropriate shock was seen involving this electrode. The episode was transmitted via remote monitoring and upon review an alert was triggered due to high shock impedance measurements and shock delivery. The inappropriate shock occurred due to oversensing and double counting. The device was interrogated at the hospital and the shock impedance values during pocket manipulations were out of range and noisy signals were seen. X-rays were performed and needed to be reviewed. A review of the x-rays were not clear to rule out a device and electrode connection issue, and the shock values were increasing gradually. Additionally it was noted that the shock impedance measurement were out of range during in clinic interrogation. The physician planned to organize an electrode replacement. It was noted that fluoroscopic images of the system revealed that the electrode was fractured roughly 5 cm from the electrode connection into the device header. Additional information noted that a revision took place the electrode was externalized with the insulation torn. Manipulation suggested some mobility of the device and it appeared that the device was not anchored down into the muscle fascia, but no rotation of the device was seen. No arc marks were seen with on the device case upon explant. The system will be returned for analysis. No additional adverse patient effects were reported.